Event description:
It was further reported that there was no surgical delay and procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 310.423, lot: 2374733, manufacturing site: bettlach, release to warehouse date: july 10, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received drill bit shows that the fluted tip section is nearly complete broken off. The broken portion is missing. Furthermore there are scratches and nicks visible on the shaft as well as coupling part. Dimensional inspection: checked dimensions with caliper per drawing: fluted shaft diameter measured: not possible to measurement / missing part shaft diameter measured: = pass coupling diameter measured: = pass the measured dimensions were found to be within the given specifications per the drawings referenced above. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The review has shown that with raw materials aisi 440a the correct material was used. The measurements of the hardness after the hardening procedure were within the specification of 52.0 - 55.0 hrc. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that the device was in a very used condition during its 12 years of lifespan. This evidence in combination with a mechanical overloading situation did most likely have caused the breakage. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on these findings, the age and the very used condition of the device a manufacturing related issue can be excluded. Wear and tear may also have played a certain role. In this relation, we would like to point out; end of life definition per important information leaflet, limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent the surgery for placement a 9-hole distal femur plate to treat the distal femur fracture on right condylar. During the procedure, the end of the drill bit lcp diam 4.3 ancillary smooth broke inside the right femur at the distal part. The surgeon recovered the broken part but there is a risk of persistence of a metallic piece in the bone. No further information provided. Concomitant device reported: lcp-df 4.5/5 r 9ho l236 tan (part# 422.254, lot# unknown, quantity# 1); locking screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 4.3mm drill bit/qc/280mm. This is report 1 of 1 for complaint (B)(4).